Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged failure.

Event description:
Info received indicates the pt was on their hands and knees in the lower portion (foot section) of the bed, and the lift off foot section fell from the bed, to the floor and the pt went to their knees. No injury.